Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500 a per FDA request. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, the reload would not fire when used in the patient with the powered handle. They changed the battery, but the device still would not fire. A new battery and new device were opened. There was no patient injury.